Manufacturer narrative:
C-1925 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information, including the device details and the explant were requested in order to progress with this investigation. The part number of the device was provided but the lot code was unavilable and thus the device manufacturing records could not be retrieved or reviewed. In the initial report submitted to corin UK, it was stated that the acetabulum was eccentrically reamed in initial surgery which led to a portion of the anterior wall being removed and thus movement of the acetabular component after surgery. Therefore, the revision was not due to the malfunction or deterioration of a corin device. Corin now considers this case closed, however, should any new information be provided, this case may be re-opened for further investigation.

Event description:
It was reported that during an initial trinity procedure the fellow eccentrically reamed the acetabulum, leading to the removal of a portion of the anterior wall. Over time the cup was noted to have moved and the patient complained of pain, requiring the removal of the implant.